Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to the following complications: increasing pain and disability of function; reactive fibroconnective tissue with associated finely granular brown black debris suggestive for metallosis.